Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event was unable to be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's significant comorbidities, such as chronic kidney disease, likely contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted for 10 years and 3 months, underwent a valve-in-valve procedure due to severe aortic stenosis and three leaflet immobility. An edwards transcatheter valve was successfully implanted. The patient also underwent successful tmvr valve-in-ring. Tte showed a well seated valve-in-valve transcatheter aortic valve implantation. There was no significant regurgitation and no complications during the procedure. The patient was admitted to the ccu post-procedurally for observation. The patient was discharged home in fair condition on pod #6.